Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with thoracic aorta dilatation. It was reported that the patient presented for a routine follow up. It was reported that a recent CT revealed that the there is a proximal type I endoleak. The physician implanted another valiant captivia 42x42x100 stent graft and the proximal type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine. Exact date of the event is unknown.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; disease progression with thoracic aorta dilatation. Conclusion: anatomy related; disease progression with thoracic aorta dilatation.